Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 369 (mg/dl). Customer delivered a bolus to address bg levels. Reportedly, customer only wanted to ensure insulin was coming out of tubing. During troubleshooting with tandem technical support, customer observed insulin and no issues with tubing. Customer declined to complete any further troubleshooting.